Event description:
A customer contacted beckman coulter inc., (bec), and reported that baths were overflowing and approximately 30 ml leak of bloody clear fluid was dripping from under the act 8/10 analyzer. The leak was not contained within the instrument. There was no error messages associated with this leak. The lab technicians were wearing lab coats and gloves without face protection. There was no biohazard exposure to anyone and no contact to open or broken skin or mucous membranes such as the eyes, nose, or mouth. The material safety data sheet (msds) did not need to be reviewed and no one had to seek any medical attention. There is a risk management/exposure control plan in place. There were no patient results affected and there were no erroneous results reported out of the laboratory. No death or injury is associated with this event and there were no changes to patient treatment.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse inspected the instrument and found that the baths were overflowing due to tubing on valve (vl14) being disconnected at y fitting. The fse trimmed the tubing and reconnected it to the y fitting to repair the leak. The fse verified the startup and controls. Service activity performed was verified to meet the specified requirements per established procedures. Per labeling, bec urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Failure mode was tubing on vl14 being disconnected at y fitting. (B)(4).